Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The high voltage cable was replaced. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system's collimator was not aligned on the right side. No patient injury was reported.